Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, it was noted that the blood pump rotor had a missing sleeve on one of the rear guide pins and a loose and deformed sleeve which could easily be removed from the other rear guide pin. The blood pump module was returned with a scratch mark on the bottom ledge of the rotor housing and an unknown substance along the side wall of the rotor housing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min). The test machine encountered error code ¿a.11¿ on the blood pump module with a ¿blood pump rate alarm¿ displayed on the screen. The blood pump module was removed for troubleshooting. An internal inspection of the blood pump motor found an ample amount of black dust in the motor. The dust appeared to be material wear from the motor brushes. The motor brushes are worn down. Worn motor brushes will cause motor failures. The blood pump motor was replaced to continue testing. The bloodline tubing was not damaged and there were no fluid leaks or alarms during the patient test. The defective sleeve did not dislodge from the guide pin and there was no further damage to the rotor housing during the patient test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the complaint was able to confirm the reported event. The cause was determined to be due to a mechanical problem and traced to component failure.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. Sample availability is unknown. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. Sample availability is unknown. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.